Event description:
Boston scientific crm received information that this chronic transvenous defibrillation lead could not be inserted into a competitive device during a replacement procedure. The patient reported that the competitive device remained implanted but not in service. The lead also remained implanted but not connected to the device.

Manufacturer narrative:
No adverse patient effects were reported. This report will be updated when additional information is received.